Event description:
After several days of pt treatment, the displayed mean airway pressure (map) began "bouncing" between 15 and 30 cmh20, similar to auto-limiting of map when patients start spontaneously breathing. The pt was doing well, however, and was placed on a conventional ventilator without compromise.